Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to cracked and bleeding lcd glass. (B)(4).

Event description:
Customer reported via phone call that the back of the insulin pump had vertical crack on the screen. Customer's blood glucose level was unknown at the time of incident. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.